Manufacturer narrative:
See MFR: 3012307300-2018-02966.

Event description:
It was reported that there is a patient manslaughter investigation following the death of a patient being treated for cancer with delivery of hypnovel at home with the use of cadd® cadd®-solis vip ambulatory infusion pump. The patient left the hospital under infusion of oxycodone. The next day, the concentration of medication had been changed, but the parameters of the pump were not modified. The next day, a nurse came to change the reservoir and verify the parameters. This is when the nurse noticed the error. No information was provided as to whether the patient was found dead at that time or if the patient died later on. Oxycodone is a medication used to relieve moderate to severe pain. Hypnovel belongs to a group of medicines known as benzodiazepines. It is short-acting medicine that is used to induce sedation and relieve anxiety and muscle tension.